Event description:
It was reported that the cardiac (9600) system presented a check sum error and bootup terminated. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the sram card. It was also noted that the steering coupling needed replacement. Replaced the coupling. The system was tested and found to be working as intended and placed back into service.